Manufacturer narrative:
No site visit was conducted as the system was working properly. A follow-up MDR will be submitted if additional information is obtained. A post market surveillance analyst reviewed system logs for this procedure and the following was confirmed: system serial number - (B)(4), event date - (B)(6) 2022 and procedure name - unilateral inguinal hernia. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: 25921/lost communication with trumpf table while patient is still docked / reason: heartbeat lost (e.g. Table turned off). This event is being reported due to the following conclusion: it was reported during a da vinci-assisted inguinal hernia procedure there was a system error due to the trumpf table. The surgeon ultimately converted the procedure to open for an unknown reason.

Event description:
It was reported during a da vinci-assisted inguinal hernia procedure, the system faulted, resulting in the controls being taken from the surgeon. The customer converted to open in lieu of recovering the fault and continuing the procedure robotically. An intuitive surgical, inc. (Isi) technical service engineer (tse) was contacted for support. The tse reviewed the logs and found the error was caused by the trumpf table powering off in surgery. The tse noted the customer did not initiate the trumpf table power off event. No additional troubleshooting was performed as the customer was continuing with the procedure. The or staff converted the procedure to an open surgery. There was no reported patient injury. Isi completed customer follow up and obtained the following: the customer confirmed that the procedure was converted to open surgery in lieu of recovering the fault from trumpf table. Then the or staff switched back to using the xi system and completed the procedure robotically. There was no report of patient injury nor has the patient returned to post-operative complications. On (B)(6) 2022, the customer confirmed the following: the robot faulted and the surgeon was unable to move the robot from surgeon console. Then the or staff decided to convert to open surgery, due to the location of the defect being repaired. The or staff was able to switch to open, but still left the trocars in place. After the or staff recovered from the fault, the surgeon felt comfortable to complete the procedure robotically. The site confirmed that it took approximately forty minutes to convert back robotically from open surgery.